Manufacturer narrative:
Covidien reference number (B)(4). The customer did not report this event to covidien as they suspected use error contributed to the event. Covidien was not authorized to evaluate and or repair the device.

Event description:
It was reported that, while in use on a patient a 980 ventilator was auto cycling. The patient was removed from the ventilator and placed on an alternate ventilator. There was no report of patient harm as a result of the reported event.